Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the insulin pump had compromised force sensor system alert and belt clip was broken. The blood glucose was unknown at the time of the incident. The drive support cap appears normal. Customer advised to discontinue use of the pump and revert to back up plan. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Unit received with a compromised force sensor system alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to the compromised force sensor system alarm. Unit had severely scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained lcd resilient cover, stained address/serial number label and stained end cap sticker.